Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. The patient is male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30433115m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During isolation of the left pulmonary vein (lpvi), when ablation was conducted at near the atrial roof the patient may have coughed strongly causing a strong contact force. At the start of right pulmonary vein isolation (rpvi), a decrease in blood pressure was confirmed, and effusion was confirmed with soundstar ultrasound catheter. There was no defect in the catheter itself. Since the blood pressure was maintained to some extent with medication, both pvis were completed and echo confirmation was performed again. Effusion was confirmed and drainage was carried out. It is possible that the foramen ovale (fo) was thick during transseptal (bb), and the guidewire broke into the boundary between left and right atria, resulting in injury to the myocardium, or the patient coughed during lpvi, causing the contact force to temporarily increase. After some time after drainage, pericardial effusion was still present and it was decided to perform surgical treatment. The physician¿s commented that the possible cause was increased contact when the patient coughed near the roof of lpvi. In their view, there is no abnormality in the product itself. There was no report of extended hospitalization. The final outcome is unknown. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.